Event description:
In 2008, the patient reported an elevated blood glucose reading of 433 mg/dl with her recommended range being 100-140 mg/dl. She stated she felt nauseous and corrected her reading by changing her infusion set and taking an insulin injection. The patient stated the transfer set needle of her insulin infusion set bent when she tried to reconnect to her infusion set on four days earlier. She said she bent the needle back into what she thought was the correct position, reconnected to her infusion device, and went to bed. She said she woke up with the blood glucose reading previously mentioned. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.